Event description:
Attempting vent autosensing threshold and got message "pulse generator sensing noise." Tried permanent 2.0 mv, 2.5mv, 3.5mv for auto sensing test and received same programmer message. Attempted manual vent. Sensing, vvi, 70ppm, saw no oversensing at any settings (even 1.0 mv) except with arm movements. They are considering lead/generator connector problem. Will be follow-up.